Event description:
The scissor's tip broke off while being used in a procedure and fell into the pt. There was no pt injury and the tip was retrieved without difficulty. He also stated that the instrment appeared to be relatively new.